Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd:, UDI#: h3 analysis of the returned recharger revealed device is unresponsive. Device is confirmed to have main micro-controller corrupted thus causing the batteries to cycle/scroll. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that when the patient went to charge the recharger was dead and they placed the recharger in the docking station. Patient came back to check on it and the battery indicator lights were rolling green, so let it charge over night and the battery indicator lights are still rolling green the next morning. Recharger will not charge.  Patient tried a different outlet and the same issue. Patient said weeks before they were having trouble with it communicating so they wonder if something was going on with it. Ps (patient support) had the patient put the recharger in the docking station and hold the power button for five seconds, and it did nothing, had her take the recharge route of the dock and hold the power button down for five seconds and it did nothing. They put the recharger back in the docking station and did a hard restart, and the recharger did nothing. Then they took the recharger out of the docking station and did a hard reset and the recharger did nothing. The issue was not resolved through troubleshooting so the recharging equipment was replaced. No symptoms were reported.